Event description:
The mouth gag was placed in patient's mouth for surgical procedure. The instrument snapped apart while still in patient's mouth. Suddenly, the mouth closed. Dr. Examined teeth and mouth. There was no apparent injury noticed.